Manufacturer narrative:
(B)(6) 2017 10:32 am (gmt-4:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. The guide wire was found to be bent near the middle and could not be used for testing. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation confirms the bent guide wire. We are unable to determine how this occurred. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy upon insertion of the balloon through the guidewire, the guidewire bent, and the balloon unfolded. The iab could not be utilized anymore. The iab was replaced. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy upon insertion of the balloon through the guidewire, the guidewire bent, and the balloon unfolded. The iab could not be utilized anymore. The iab was replaced. There was no injury or harm to the patient.